Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per complaint details, a 2nd revision was performed approximately 7-months post 1st revision due to recurrent dislocations. It was communicated that no further information was available for inclusion in the medical investigation and the ¿dr. Does not want anything else to be done¿no investigation¿ needed...¿not a product problem but more a patient issue¿. The clinical root cause was reportedly recurrent dislocation; however, the root cause of the dislocation(s) could not be assessed. The patient impact beyond the reported recurrent dislocation(s) and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Additional information was received for this event. Reference to sections: a1, a2, a3, a4, g3, h2.

Event description:
It was reported that, after a thr on (B)(6) 2020, a first revision surgery was performed on (B)(6) 2020 due to dislocation ((B)(4)). A second hip revision was performed on (B)(6) 2021 to remove liner and femoral head as the patient continuously dislocated. A new femoral head and +4 liner was implanted with success. Patient was not harmed.